Event description:
"S/p b subgl transax 245cc mcghan gels for augmentation. Denies h/o trauma and reports lateral breast with nursing of 2 episodes of burning pain. C/o systemic sx's which have begun since implantation, but doesn't know if these are related to implants. They are progressive and per spouse who accompanies them they are disabling. These incl arthralgias/myalgias (+ am stiffness), paresthesias, spasms, swelling, fatigue, sleep disturb, low grade fevers, hot flashes, sweats, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sens sun, cr dry skin, wgt gain, easy bruising and pelvic pain. Pt is otherwise healthy."